Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed dso (downstream occlusion) calibration. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported problem of " failed downstream occlusion (dso) calibration¿ was replicated through dso/upstream occlusion (uso) sensor calibration. The cause of the reported issue was a damaged uso sensor. The issue was resolved by replacing the uso sensor and uso seal. The device passed all functional and delivery tests after repair activities were completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.